Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced patient side cart (psc) power cord due to normal wear and tear - internal wires exposed at psc connector. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to damage during use, which may result from straining or rolling over the power cable when the user forgets to disconnect the system cables prior to moving subsystem components. This issue can be resolved by replacing the power cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the patient side cart (psc) power cable was damaged and internal wires were visible. No related errors were found in the logs. The issue was identified after customer contacted from inside the operating room, and it was determined that the power cable required replacement. No known impact or patient consequence was reported.